Event description:
Related manufacturer reference number: 2017865-2022-40034. Related manufacturer reference number: 2017865-2022-40037. It was reported that the patient presented remotely via merlin.net. Interrogation showed the right ventricular (rv) lead had intermittent capture and high pacing impedance. The right atrial (ra) lead was over-sensing noise with inappropriate automatic mode switch episodes and the left ventricular (lv) lead was failing to capture. During the procedure, it was noted that the lv lead was dislodged. The lv lead was capped and replaced on (B)(6) 2022. Due to patient anatomy, a new low voltage rv lead was implanted and the original high voltage rv lead was left implanted for high voltage therapy only. The ra lead was not changed. The patient was stable throughout.